Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to activate and retract the needle when removing it from the patient. The following information was provided by the initial reporter, translated from chinese: "the pediatric neurosurgery nurse administered it to the patient and found that the safety device was not activated... After communication with the clinic, the teacher found that the needle tip did not automatically retract when withdrawing the needle core after puncture. With the withdrawal of the needle core, the needle tip fell off directly and fell to the ground. The teacher avoided the needle prick in time, otherwise, it might happen."

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system safety mechanism failed to activate and retract the needle when removing it from the patient. The following information was provided by the initial reporter, translated from chinese: "the pediatric neurosurgery nurse administered it to the patient and found that the safety device was not activated... After communication with the clinic, the teacher found that the needle tip did not automatically retract when withdrawing the needle core after puncture. With the withdrawal of the needle core, the needle tip fell off directly and fell to the ground. The teacher avoided the needle prick in time, otherwise, it might happen.".

Manufacturer narrative:
Our quality engineer inspected the 2 photos and 1 video submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photos and video. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. H3 other text : see h10.